Event description:
Hospital biomedical staff reported the metal plate fell off the adult paddle plate assembly attached to the standard hard paddle set.

Manufacturer narrative:
Medtronic evaluated the adult hard paddle plates and determined the metal plates had fallen off due to insufficient adhesive between the metal plate and the adult paddle plate assembly. Medtronic ers worked with the vendor to increase the amount of adhesive on the metal plates and improve plate retention.